Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section h6 codes. Follow up report 1 (additional information): this report is being submitted to update section b5, e1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system with a non boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements. As a result, a lead safety switch (lss) occurred. Technical services (ts) reviewed the data and noted loss of capture (loc) and noise oversensing. Ts also suspected possible lead fracture, but it was not conclusive. Patient had a syncopal event and felt three weeks prior. Isometric tests were performed, and the noise was reproduced, therefore it was determined that there was a spring contact anomaly. No additional adverse patient effects were reported. This pacemaker system remains in service. Additional information indicated that there was no pacing inhibition greater than six seconds. Reprogramming options were performed. In addition, the syncopal episode was not correlated as it occurred prior the lss. No additional adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system with a non boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements. As a result, a lead safety switch (lss) occurred. Technical services (ts) reviewed the data and noted loss of capture (loc) and noise oversensing. Ts also suspected possible lead fracture, but it was not conclusive. Patient had a syncopal event and felt three weeks prior. Isometric tests were performed, and the noise was reproduced, therefore it was determined that there was a spring contact anomaly. No additional adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, e1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system with a non boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements. As a result, a lead safety switch (lss) occurred. Technical services (ts) reviewed the data and noted loss of capture (loc) and noise oversensing. Ts also suspected possible lead fracture, but it was not conclusive. Patient had a syncopal event and felt three weeks prior. Isometric tests were performed, and the noise was reproduced, therefore it was determined that there was a spring contact anomaly. No additional adverse patient effects were reported. This pacemaker system remains in service. Additional information indicated that there was no pacing inhibition greater than six seconds. Reprogramming options were performed. In addition, the syncopal episode was not correlated as it occurred prior the lss. No additional adverse patient effects were reported. This pacemaker system remains in service.